Event description:
The catheter broke.

Manufacturer narrative:
Attempts have been made to obtain add'l info, but have been unsuccessful. If the sample is received for the investigation, a supplemental report will be submitted. (B)(4).